Manufacturer narrative:
Major bleed/asae: the cause of the access site bleeding was undetermined due to no abnormalities on the returned sheath and insufficient clinical details. Vascular dissection: the cause of the pseudoaneurysm was not determined due to insufficient clinical details.

Manufacturer narrative:
The cause of the access site bleeding was not determined due to no product return and insufficient clinical details. The cause of the vascular dissection was not determined due to insufficient clinical details.

Event description:
On (B)(6) 2025, a (B)(6) male patient underwent a high-risk percutaneous coronary intervention with support from an impella cp mechanical circulatory support device. During the procedure, the physician observed bleeding around the peel-away sheath. Manual pressure was applied and maintained until the end of the case. A balloon was placed in the proximal iliac artery, and protamine was administered. Upon device review, a pseudoaneurysm was identified. The affected area was ballooned, and the access site was subsequently closed. This case will be coded as a major bleeding event associated with a serious injury, medication administration, and surgical intervention.